Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that when their healthcare professional (hcp) downloads the meter; most of the blood glucose (bg) information is missing. The reporter stated that the pump currently not available. The reporter stated that the hcp staff paired pump and meter and they always check to verify system is paired. The reporter is not certain if patient getting any error or communication messages on meter remote or if patient is losing date/time on pump with battery changes. Customer support (cs) advised the reporter in order to trouble shoot issue, call back when meter remote and pump are available for review. Cs informed the reporter that this may be related to date/time issue as both pump and meter remote store information in order of date/time programmed. There is no reported adverse event with this complaint. This report is made based on the allegation of the time/date issue.